Event description:
Reference number (B)(4). Event occurred in spain. On 28-may-2024, 06-jun-2024, 15-jun-2024, 18-jun-2024, 23-jun-2024, 29-jun-2024 and 02-jul-2024 it was reported that the patient faced infusion set cannula was kinked within 3 hours of insertion at abdomen. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).